Event description:
Bronchial thermoplasty was performed uneventfully on (B)(6) 2010. Following the procedure the patient developed a fever and was hospitalized for observation. Her asthma symptoms worsened after the procedure and had to be treated with nebulized bronchodilators and budesonide. Her fev1 was around 20% the next day and so her observational stay was extended to almost 2 days. Her symptoms improved and she was discharged on (B)(6) 2010. Antibiotics were prescribed. According to the physician, it takes the patient about 4 days to recover from transient worsening of her asthma symptoms after a bronchial thermoplasty procedure. The patient was recovered and back to her baseline ((B)(6) 2010).